Event description:
It was reported that approximately 13 days post implant of a bifurcated device and an limb extension, the right side limb thrombosed. Reportedly, on (B)(6) 2014 the patient came in for a follow up, and the patient presented with a cold foot and severe pain in the right leg. The physician elected to treat the patient with a gore graft. The graft was implanted and showed excellent flow into the distal graft. The patient is doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.

Manufacturer narrative:
Based upon the investigation findings, the reported event is confirmed based on clinical assessment. Adequate medical documentation and suboptimal imaging studies were available for this review. Product use was incongruent with the IFU due to: bilateral access sites less than 8mm in diameter and the right iliac artery diameter was greater than 2.3cm. Cautionary product use conditions that might have contributed to this complaint included the moderate-severe calcifications at the bifurcation and iliac arteries. The patient's history of peripheral vascular disease might have contributed to this complaint. Two weeks post implant, there was substantiated evidence of: stent graft occlusion and collapse/kink of the right iliac stent; occlusion/thrombus of the right common iliac, external iliac and superior femoral artery. It was not clear if the main body stent was involved in the occlusion/kinking. There were no imaging studies that demonstrated these findings. The following findings were substantiated by medical documentation only. The secondary procedure of an endarterectomy, angioplasty and right femoral-popliteal bypass was confirmed. There was procedural success and the patient was discharge to a rehabilitation center on the second post-operative day. Their recovery was complicated by anemia, which required blood transfusions. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause for the reported event is most likely due to the patient's anatomy, which was incongruent with IFU. There was no evidence that endologix device contributed to this event.